Event description:
Further follow-up revealed that the patient underwent surgery on (B)(6) 2014. During the surgery, the surgeon identified that the lead pin was not fully inserted into the generator header. The existing generator was explanted and a new generator was implanted prophylactically. It was reported that the explanted generator was discarded during the surgery. There was no known patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance.

Event description:
Additional information was received stating that the explanted generator was being returned to the manufacturer. The explanted generator was returned to the manufacturer where analysis is currently underway. Diagnostic results showed lead impedance (impedance value ¿ 3124 ohms) within normal limits after replacing the patient¿s generator.

Event description:
Analysis of the generator was completed on 06/19/2014. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, lead pin not fully inserted past the connector block of generator.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: the initial manufacturer report inadvertently did not include the diagnostic results on (B)(6) 2014.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high lead impedance (impedance value ¿ 7500 ohms) during an office visit on (B)(6) 2014. X-rays were taken and surgeon stated that incomplete pin insertion may be causing the reported high impedance. The x-rays were provided to the manufacturer for further evaluation. The x-rays showed that the lead pin was not fully inserted into the connector block. The patient was referred for surgery. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.